Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported on a 71-year-old female patient on an impella cp for acute myocardial infarction. It was reported that while on support, the patient developed uncontrolled access site bleeding and as a result, the patient's mean arterial pressure dropped significantly. It is unknown what type of treatment the patient was given but the issues were not resolved. It was further reported that the patient expired in the middle of the night.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary no product returned. Major bleed: patient's map dropped significantly, and uncontrollable access site bleeding occurred. The cause of the access site adverse event was not determined due to insufficient clinical details. Hemodynamic instability: bleeding were never resolved. The cause of the injury was not determined due to insufficient clinical details. Device history review this pump passed all post sterile inspection checks.